Manufacturer narrative:
(B)(4). This incident is still under investigation. A part from the same lot was returned for investigation. (B)(4).

Event description:
This report is being filed as a result of changes to our MDR eval process. We continue to refine our MDR process to better align with current agency policy, we regret that this change has caused this MDR to be filed outside the required timeframe. The luer on the sample needle does not come off.